Manufacturer narrative:
The customer reported that the product sample is available for analysis. At this time, vyaire has not received the suspect device for evaluation. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported an issue on an adult face mask with adjustable air cushion. The customer adjusts the mask cushion with the syringe, however, the syringe inflation connector fell off. The event occurred while connected to a patient. The customer confirmed that they had replaced the mask to continue to ventilate the patient and no patient harm was associated on this event.

Manufacturer narrative:
Device evaluation: the sample device is not available for analysis. Therefore, no investigation can be performed. The device history record was reviewed by vyaire and there was no issues found.